Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient charged once daily for 30 min and typically gets to 50-75%. The patient gets facial dystonia, dyskinesias, and feels electricity through their body while charging. It was noted the patient says it feels similar to when a full impedance check is run. The patient reportedly made a manufacturer representative (rep) aware of the issue and the rep reportedly stated it was a possibility. The rep stated they referred the patient to their hcp and thought it was not normal to experience dystonia and dyskinesia during recharging. All impedances were normal. The hcp stated they would try a different ins recharger (insr). It was later reported that the other insr did not resolve the issues and the patient had the same sensations within a few minutes. It was noted that the patient did not use the recharging belt. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.